Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer verified the issue and confirmed the device was not communicating, checked the ethernet cable for damage, adjusted speed/duplex to 100/full, and disabled the firewall, followed by a reboot; issue persisted, reviewed synchronization status and found the device was not synchronizing with either server, so performed a database synchronization. After completing the synchronization and reboot, the device came back online, ran firmware updates, tested in hardware test application (hta), and confirmed proper functionality with customer inventory verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. There were no delay or adverse events or injuries reported based on this event.